Manufacturer narrative:
The customer replaced the motor controller printed circuit board assembly (pcba) and power management pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device alarmed while on a patient and shut down, blower overheating. The ventilator became inoperative. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The event log was reviewed and found error code 1122 and error code 1002 blower temperature too high logged. The rse reviewed the code per the manual and advised to replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the parts number of the mc pcba for repair.